Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet during an MRI scan (1.5 tesla). It is unknown whether the patient's head was wrapped per the manufacturer's guidelines for use with MRI. On (B)(6) 2018, the patient underwent revision surgery to re-insert the magnet into its pocket. The implanted device remains insitu.